Event description:
The customer reported that the system would stop producing x-ray during fluoroscopy. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube and tank were regreased, and the generator and filament were recalibrated. The system was then found to be operating as intended.